Manufacturer narrative:
Evaluation: work order search. Results - a work order search was performed and no similar complant was found.

Event description:
It was reported that the surgeon inserted and removed a cq2015 collamer three piece lens within the same surgery due to the lens not sitting in the eye properly. The lens was removed with no patient injury. No enlarged incision or sutures. The reporter stated it was due to a problem with the patient's eye and was not lens-related.